Event description:
It was reported to boston scientific corporation that the cut wire of the dreamtome rx broke during the sphincterotomy portion of an ercp procedure. Reportedly, no portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''fine.''

Event description:
It was reported to boston scientific corporation that the cut wire of the dreamtome rx broke during the sphincterotomy portion of an ercp procedure. Reportedly, no portion of the wire detached inside the patient. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A visual examination of the returned device found that the working length was bent and the exposed cut wire was bent, broken and the ends of the cut wire appeared blackened. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The proximal and distal pierce holes appeared melted and the blue paint band at the distal tip was chipped from usage. The blackened ends of the broken cut wire, likely snapped due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 5 mm from the distal pierce hole. The outer diameter of the exposed cut wire was measured and meets specification. During manufacturing, tome devices are 100% inspected so the condition of the device is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4) for the reported failure of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.